Event description:
It was reported that a cgm error 42 occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer, with assistance from technical support, performed a pump reset which resolved the issue, allowing the sensor session to start successfully.